Event description:
During the device evaluation, the colono videoscope was observed to exhibit foreign material/dirt on the device scope connector. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material/dirt was observed on the device scope connector. The root cause of the observed dirty scope connector was determined to be the result of water leakage into the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.